Manufacturer narrative:
Common device name: ffl, dislodger, stone, basket, ureteral, metal. Evaluation / investigation. A visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is in the open position. The collet knob is loose and the male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. With the handle in the open position, there is 2 cm of coil visible protruding the end of the basket sheath. A functional test determined the handle does not actuate the basket formation. A check of the basket sheath noted no kinks, damage, or other anomalies. The handle was disassembled. The basket formation can be manually actuated. The support sheath and basket sheath are still attached. The handle was reset and reassembled and another functional test determined the handle after being reset functioned fine. A review of the device history record found 4 non-conforming items associated with the complaint device lot number. The non-conformance issues identified were for (2) items - tip/taper, inadequate, incomplete or missing, (1) item- bent/kinked, (1) item- basket shape incorrect. All four of the non-conforming items were scrapped. A review for additional complaints for this device lot found revealed this complaint to be the only complaint associated to lot number 8416046. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported during a transuretheral lithotripsy procedure, the ncircle tipless stone extractor device was unusable. It was replaced with another device to complete the procedure. There were no adverse effects to the patient reported. Follow up with the user to obtain details of reason the device was unusable was performed. The physician responded, "I do not remember what failure occurred on the device. What I remember is that the device was unusable." During the device failure analysis of the returned ncircle tipless stone extractor, a functional test performed on (B)(6) 2018 determined the handle does not actuate the basket formation. The event information was reassessed and determined this is a reportable event based on the actual device failure mode,.